Event description:
Obviously I am not dead. This is an adverse event with a product, radiesse and the outcomes are life-threatening events and several hospitalizations. On (B)(6) 2011, radiesse dermal filler was injected into my cheeks, chin and nasolabial folds by an authorized product rep. From (B)(4), in the office of (B)(6). Dr. (B)(6) was not present in the room when the rep did the injections on 2 of dr. (B)(6)'s employees. I am one of those employees, a (B)(6) with 17 years of experience. At the time, I was a healthy, active (B)(6), with no significant medical history to report. On (B)(6) 2011, I was sent to have an audiology evaluation, as I was complaining of a shrill high pitched noise in my ears of several months duration. My evaluation was essentially normal hearing. On (B)(6) 2011, my face began to feel hot and on observation was quite red but only in the areas which had been injected and they were becoming hard to the touch, elevated and swelling rapidly. I took 50 mg of benadryl po and asked to be driven to the emergency room. My face swelled so quickly that ambulance treatment and transport to the emergency room became necessary. Within 45 mins, I was unable to breathe through my nose or see due to significant angioedema. My own husband did not recognize me when he got to the emergency room. I had non-itching hives all over my body, including the bottoms of my feet and inside my mouth and they continued to develop after initial treatment in the emergency room with IV steroids and antihistamines. After several hours of observation and no further escalating of edema, I declined to be admitted for observation and went home. I assumed I had unknowingly ingested the one thing I am allergic to - eugenol. On (B)(6) 2011, a consulting allergist said it was not an allergic reaction but a systemic issue. He had lifted my shirt to listen to my lungs and the light friction from the shirt caused another episode of hives to develop. There have been 6 more incidents of this type, approx once a month and all beginning with the facial edema, some requiring emergency room treatment and some treated by dr. (B)(6) in our office, with steroids and antihistamines. The last emergency room episode also included very labile blood pressure, from low 70's to high 220's, with narrow pulse pressures, severe headache, extreme deep coughing for months with breathing difficulty. X-rays and CT revealed some lung masses and the pet scan was cold. My pcp and the radiologists suggested they probably were not tumors, but areas of some inflammation/infection possibly treatable by antibiotics. The biaxin did help with the cough and the masses shrank and became translucent. I have consulted 8 specialists about this problem with no diagnosis, except idiopathic angioedema. It lasts about a week after each episode. If I do have a systemic immune disorder, I feel it must have been directly precipitated by the injection of the dermal filler, if not caused by the substance itself. There is no family history to suggest autoimmune issues. My age puts me at the bottom of (B)(6) first cousins and none of us has ever had an immune problem. The manufacturer has not responded to several requests to speak with them. I am filing this due to the severity of the episodes and the potential to be life threatening. I have photos of my face as the angioedema is developing during several of the episodes. I'm sure there are other people out there who may need to be warned about this reaction, especially if they have a known autoimmune issue.